Event description:
Additional information received noted that the device was explanted. No further information was provided.

Event description:
Additional information received noted potentially false eri. Software installation was completed. There were no patient consequences.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited premature battery depletion. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
The device was cut open, and battery voltage was found to be at end of life (eol) level. Analysis of device image was performed, and high current was noted. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing was performed and revealed elevated current drain from the hybrid. The findings are consistent with a hybrid anomaly that resulted in the reported event.